Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "flow rate deviation". Reason of complaint: "to check : anomaly flow".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at (B)(6). 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: 8713030 2.3 serial number/batch: (B)(6). 2.4 software version: l030003 2.5 hours of operation: 7095 2.6 further information: n/a ----------------------------------------------------.------------ 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The last infusion on 2022-03-02 was investigated. The syringe was filled to about 30ml. The infusion started at 07:52 pm with a rate of 4ml/h. At 02:40 am the infusion stopped because of an empty syringe. No other abnormalities were found in the device history. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (07/2015) on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged is located. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,05%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: the device was disassembled, and the inside was investigated. During the investigation, a damage on the drive unit could be found. Also, a malfunction on the syringe holder with piston brake were found. Each malfunction has nothing to do with the complaint. 5. Judgment: 5.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.